Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the solo catheter was punctured for the first time. When withdrawing the support guide wire, it was obviously stuck and not smooth. After the puncture was completed, I observed the support guide wire and found that there were white attachments on the surface. No other information was provided.